Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was delayed in responding to presses, and has now become unresponsive. Reportedly, the customer is unable to unlock the pump. There was no impact to customer's blood glucose level.